Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 2.8 and blood glucose was 13.8 mmol/l. Customer was not able to calibrate. It was reported that sensor were not lasting its' duration. Customer was educated on sensor and sensor glucose versus blood glucose. Customer was advised that sensor would be replaced.